Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a low right ventricular (rv) sensing value was observed. Oversensing which led to inappropriate therapy was also noted. Diagnostic imaging was performed which revealed the rv lead was dislodged. The user believed the dislodged lead was the cause of the inappropriate therapy. The lead was explanted and replaced to resolve the event and the patient was in stable condition.